Event description:
Pump automatically shut down. Stated "improper shut down". Pump also continuously beeped for battery alert, even though pump was plugged in. Had to use basic mode due to potassium phosphate IV not in sigma pump database.